Manufacturer narrative:
D10 concomitant product: unknown cool ti, unknown cool tip elecrtrode (lot#unknown) tace sequential to radiofrequency ablation versus rfa alone in hepatocellular carcinoma within milan criteria / huzheng yan, chenghao zhao, mingming liu, huan liu, luwen mu, zhanwang xiang, and mingsheng huang. / journal of hepatocellular carcinoma 2025:12 1795¿1805 / published: 12 august 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared patient outcomes of those treated for hepatocellular carcinoma with radio frequency ablation (rfa) alone or with trans arterial chemoembolization followed by radiofrequency ablation (ctace-rfa) between january 2017 and december 2021. It was noted that rfa was accomplished with cool tip, utilizing a 17-gauge cooled tip electrode under CT guidance. Parameters included power output of 60-120 w, with ablation duration lasting 10 to 15 minutes per session, and target temperature of 90-100 degrees celsius, post-ablation tract coagulation was performed in all cases. There were 343 patients (141 patients in the ctace-rfa group and 202 in the rfa group) included in the study. Common adverse events included transient pain, fever, and elevated transaminases which managed conservatively. Additionally, pneumothorax and liver abscess were noted and resolved without intervention.